Manufacturer narrative:
(B)(4). Additional information for pt age: the patient was born in 1964. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and diarrhea coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with cefazoline and fortum (doses, frequencies and routes not reported) for peritonitis. Three weeks after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.